Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. It was reported that the pump randomly stopped multiple times during the shift, without alarming while infusing fentanyl continuous drip. Drip would continue after pressing the start button again. The pump was again discovered in "stopped" mode and would not restart. There was no alarm that notified that the infusion had stopped. Due to not being able to restart infusion the machine was red tagged and placed in the nursing station. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. Additional information - d9 - no.

Manufacturer narrative:
Could not confirm the complaint that device programmed infusion could not be programmed or resumed after the customer¿s pump had stopped delivering with error code n250. In an attempt to try and duplicate the customer¿s complaint the device cassette door was manually opened and closed repeatedly 50 times while the device was delivering protocol. The device would not audibly alarm but would flash n250 and record each n250 in the event alarm log history. The device was able to resume delivery after each manually attempted n250 door open while pumping event. Thus, not being able to confirm the customer¿s complaint of the device not reprogramming or resuming delivery after being stopped by the n250 error alarm. During inspection found the front enclosure, rear enclosure, cassette door, cassette door lever arm and proximal tubing guide to be damaged. Verified these discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, cassette door, cassette door lever arm, and proximal tubing holder. The probable cause is physical damage due to normal wear and tear. Additional information: device received 8/1/2022

Manufacturer narrative:
Additional information received from investigation. The engineering team determined that the fluid shield corresponded to the previous version of this component and met specifications . However, there were 3 factors contributing to the issue tied to this previous version of the fluid shield: the measurements of the cassette detection switch were between the low spec and nominal value which contributed to the margin stack up. Cassettes distributed to john muir were manufactured between the low specification limit and the nominal value of thickness, which contributed to the design margin stack-up issue. Aging of the devices used, may cause wear/tear in rubber of the cassette detection switch, reducing the dimensions and contributing to the design margin stack up. A new fluid shield has been redesigned, which increases the length of the cassette detection switch, mitigates the design margin stack-up issue, allowing a better cassette detection that compensates the cassette thickness being below the nominal value; additionally, this design change mitigates the impact due to wear and tear of the part, as more design margin is available to offset any potential reduction of the length due to the aging.

Manufacturer narrative:
Additional information received by investigation stating the logfile was reviewed and was not able to to confirm the customer¿s complaint. The failure mode of not able to restart the pump after stoppage was not reproduceable with the returned pump. The root cause of the pump stopping, caused by the n250 failure (door opening while pumping), was determined to be the design margin on the mechanical stack-up from (1) the cassette switch height, (2) the thickness of the IV cassette, and (3) the pump¿s mechanism assembly. Therefore, the combination of these three mechanical stack-ups can lead to a condition where the cassette detection switch can momentary electrical loss contact during infusion resulting in the n250 failure.